Event description:
A customer's wife reported not receiving their ordered meter on time and as a result of being unable to test, the customer experienced tremulousness, paleness and diaphoresis. The customer reportedly went to the ER where he was diagnosed with hyperglycemia and treated with insulin and metformin. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. This case does not involve a product malfunction. Since the medical event was related to a delivery issue, no investigation of the product is required.